Event description:
The pt is a (B)(6) year old female status post laparoscopic band placement (B)(6) 2011. On (B)(6) 2013 the pt was seen for a routine follow up and band fill. During the follow up appointment the pt reported no dysphagia, reflux, cough or regurgitation. She also indicated that she felt that her lap band had not been effective for the last several months. The physician was able to access the prot but no fluid was found. He attempted to fill and the fluid entered easily but he was unable to withdraw any fluid. The physician expressed concerns that there may be a tear or disconnect. A kub was taken and identified a tubing break. The physician described the location of the break at the intra abdominal portion of the band tubing. The pt was scheduled for removal and replacement on (B)(6) 2013.